Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 163 mg/dl. The caller stated that insulin exited the tubing with a push with a plunger. The user was advised to rewind the insulin pump, insert the reservoir, and rerun a manual prime until insulin exited or the device alarmed; the insulin did not exit or the device alarmed no delivery. The caller was advised to change the complete infusion set, reservoir and insulin. It was reported that the device alarmed no delivery 20 times in the last 14 days. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.